Event description:
Lanx was made aware of maude adverse event report (B)(4). According to the report the pt "had a 3 level lumbar fusion, l3-s1 due to degenerative disk disease, stenosis, and instability." The pt's discomfort continued post-operative and sometime in the same yr she had a f/u surgery and "removed the aspen devices and bags and did a traditional fusion." The report notes a traditional fusion was performed, but the type of device is not described in the report.

Manufacturer narrative:
No devices returned. An eval could not be performed. Results: the device was not used according to labeled indications. Labeling for the device was reviewed for the time of surgery, and per k090252, the "lanx spinous process fusion plate (spfp) is a posterior, non-pedicle supplemental fixation device, intended for use at a single-level in the non-cervical spine t1-s1." Lanx has not been made aware of the event from any other source. Sales records do not conclusively identify use of a lanx device with a "spineology bag." Further f/u with the distributor representatives concluded that the surgeons identified do not use "spineology bags." Based on the lack of info, a user facility could not be identified for f/u. Because of the lack of info, a conclusion could not be determined. Two additional spinous process fusion plates identified in the maude report are model # (B)(4).